Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to overheating. The customer was able to reboot the iabp unit to continue therapy. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stopped pumping due to overheating. The customer was able to reboot the iabp unit to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the customer's reported issue. The fse performed running test of iabp unit continuously for five days, and then powered the system off for three days. This cycle of the running test was performed again and the third attempt for running test was performed continuously for 10 days. After 10 days, the iabp was again turned off for 3 days, then turned on and ran continuously for 15 days. The temperature of the compressor was noted to be 65 degrees celsius, 67 degrees celsius and 68 degrees celsius and within factory specifications. No failure was found. However, as a precautionary measure, the fse replaced the scroll compressor and the temperature sensor probe, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.